Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 07-jan-2026. Investigation summary bd received 25 customer returned samples for investigation. The returned samples were were visually inspected and spray additive abnormality and gel defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of december 2025. At this time additional testing is not indicated. This complaint has been confirmed for the indicated failure mode poor barrier separation as well as additive abnormality. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation after processing. The following was reported: holes in the gel after spinning, part of gel remaining at the bottom after spinning, gel not moving up correctly and remaining on walls surrounding red cells. Majority of tubes were aliquoted and re-spun; some samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation after processing. The following was reported: holes in the gel after spinning, part of gel remaining at the bottom after spinning, gel not moving up correctly and remaining on walls surrounding red cells. Majority of tubes were aliquoted and re-spun; some samples were recollected. There was no other health impact or consequences reported.